Event description:
It was reported that the customer experienced difficulties having the insulin pump work with the software. Customer's blood glucose was 155 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump communicated properly to test remote. No radio frequency communication anomaly was noted. The insulin pump had alarms in alarm history screen, due to corrupted history file. It was not possible to download to the carelink software, due to alarms. The insulin pump was received with a cracked case at display window corner, a cracked reservoir tube lip, and minor scratches on the display window.